Event description:
It was reported that during a normal device change-out due to eri, high capture threshold was observed. The lead was capped and replaced. The patient was in stable condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.